Event description:
It was reported that there was a problem with the device. It was unk when the issue occurred. There were no adverse pt consequences. During eval, it was found that there was difficulty attaching the disposable to the device.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling - not labeled. Conclusion: the actual device involved in this event was returned for eval. The device was visually and functionally evaluated. During the eval, there was difficulty inserting the disposable which was due to misalignment between the cpc coupler and connector. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.